Manufacturer narrative:
A ge service rep performed an onsite investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed file system failure and would not boot up. This could result in the delay or cancelation of a procedure. There is no report of injury or death associated with this event.